Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the patient was not able to have a normal erection. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at fold in the middle of the cylinder. Both cylinders passed the leakage test. The momentary squeeze (ms) pump failed activation tests. Ms pump passed visual inspection and leak test. This investigation was assigned to the conclusion code of cause traced to component failure. Based on the information available, the pump not passing the activation test could contribute to the reported observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the patient was not able to have a normal erection. The ipp was explanted and replaced. There were no patient complications reported.